Event description:
Procedure: gastrectomy. According to the reporter: on first firing over stomach, staples at the distal end of the sulu were not fired, and also some unformed staples were found stuck to tissue. Additional tissue was resected with another device. The patient status was reported as ok.